Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "granuloma formation", and "heavy swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: contra-indications. Do not inject juvéderm® voluma¿ with lidocaine in the periorbital area (eyelid, under-eye area, crow¿s feet), in the glabellar region or in the lips. Undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® voluma¿ with lidocaine in the tear trough, nlf, and cheek area. Patient was given touch up injections of .4 ml 2 weeks later, and .5 ml 6 weeks after initial injection. Patient received emla cream before injections and cooling after injections. 4 days after the second touch up, patient presented with "whole face (both sides) heavy swelling and granuloma formation". Patient was treated with 100 units of hyaluronidase, then received 3 additional treatments of hyaluronidase of 150 units each. Patient was also treated with kenacort-a 10 mg. Partial swellings remain, "even above periorbital ring where no filler is injected". This is the same event and the same patient reported under MDR ID# 3005113652-2018-00644 (allergan complaint #(B)(4)), and MDR ID# 3005113652-2018-00668 (allergan complaint #(B)(4)). This is the first MDR submitted for the third injection of suspect product, juvéderm® voluma¿ with lidocaine.